Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room with syncope and hypotension. A device check was requested. Boston scientific technical services (ts) reviewed device data and noted that there were no stored episodes correlating to the time of the patient symptoms. It was discussed that the patient has had a lot of premature atrial contractions and premature ventricular contractions recently, however the device appeared to be operating appropriately as programmed. At this time, the device remains in service. No additional adverse patient effects were reported.